Event description:
It was reported that at a follow-up appointment, the patient's device was found to be programmed at 0 ma output current for both normal mode and magnet mode stimulation. It was reported that a final interrogation was performed at the end of the previous visit and the device showed the correct settings. Good faith attempts to obtain programming history for review have been unsuccessful to date.